Manufacturer narrative:
Age/date of birth (years): mean ages are 58.1 ± 13.6. Sex/gender: (male: female): 131:33 information unknown, not provided. Date of event: exact dates not provided, article acceptance date is (B)(6) 2022. A complete catalog number is unknown as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. Health effect - clinical code 4581: no code available (device dislocation) device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: clinical characteristics of recurrent intraocular lens dislocation after scleral-fixated sutured intraocular lens and long-term outcomes of intraocular lens re-fixation a retrospective study was done to investigate the clinical characteristics of patients with recurrent intraocular lens (iol) dislocation after scleral-fixated sutured iol implantation and evaluate the long-term outcomes of scleral re-fixation of iol. A total of 176 eyes of 164 patients underwent scleral-fixated sutured iol surgery for iol dislocation. The procedure was performed using either the following iols: rayner 920h (rayner intraocular lenses ltd), tecnis zcb00 (johnson & johnson vision), cz70bd (alcon laboratories, inc.), sensar ar40e (pharamacia and upjohn llc), or artis pl e (cristalens industrie). It was reported that 26 eyes experienced re-dislocation (re-dislocated group) and had to undergo a second scleral-fixated sutured iol operation. Three of these cases required a third operation after the second scleral-sutured iol implantation (n=3). The cause for the re-dislocation were the following: luxation or subluxation of the iol (9.5% of all luxations and subluxations of the iol cases), complicated cataract surgery (41.7% of this subgroup), and luxation or subluxation of the crystalline lens (20% of this subgroup). The mean endothelial cell count (ecc) values before and 6 months after surgery were 2224.5 ± 567.9 and 1635.6 ± 747.8 and 2099.9 ± 606.5 and 1482.7 ± 677.1 in the non-re-dislocated (n=150 eyes) and re-dislocated groups (n=26 eyes), respectively. Post-operative complications in the non-re-dislocated group include intraocular pressure elevation (n=37) in which 31 were treated with antiglaucoma medication only and 4 underwent glaucoma surgery, cystoid macular edema (n=25), uveitis (n=12), vitreous hemorrhage (n=2), bullous keratopathy (n=4) in which 4 underwent descemet stripping endothelial keratoplasty (dsek), suture exposure (n=2), retinal detachment (n=1), and astigmatism=5 diopter (n=5). Post-operative complications in the re-dislocated group (n=150) include intraocular pressure elevation (n=10) in which 8 were treated with antiglaucoma medication only and 1 underwent glaucoma surgery, cystoid macular edema (n=4), uveitis (n=3), vitreous hemorrhage (n=3), bullous keratopathy (n=2) in which 1 underwent descemet stripping endothelial keratoplasty (dsek), suture exposure (n=1), retinal detachment (n=1), and astigmatism=5 diopter (n=1). It is not clear if these complications occurred in the eyes implanted with tecnis zcb00 (johnson & johnson vision) or the other products. Other jnj products were mentioned but no complaints were reported against them. A copy of the article is provided with this report. Citation: yeji kim, eun young choi, christopher seungkyu lee, sung soo kim, suk ho byeon, clinical characteristics of recurrent intraocular lens dislocation after scleral-fixated sutured intraocular lens and long-term outcomes of intraocular lens re-fixation, (2022), graefe's archive for clinical and experimental ophthalmology; 260:3267¿3273